Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow up, non-sustained oversensing due to post-paced t-wave oversensing (pptwos) was noted on the device. Reprogramming was recommended to resolve the issue. The patient was in stable condition with no adverse consequences.